Event description:
Remove tibial baseplate and insert. Convert to ts tibia.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding unspecified revision to a more constrained knee system involving triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The exact cause of the revision surgery to a more constrained knee system could not be determined further information is needed to determine root cause. No further investigation for this event is possible at this time.

Event description:
Remove tibial baseplate and insert. Convert to ts tibia.